Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced to dilate a 10-80/75 epic stent. However, upon the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 8-40/5.3/75 mustang balloon catheter. No patient complications were reported and patient's status was good.